Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference reports 3012447612-2018-00615 thru 3012447612-2018-00617.

Event description:
It was reported that a closure top was found to have backed out approximately 6 weeks post-operatively. At this time, there are no impacts to the patient and a revision surgery is not planned. The patient will be monitored through regular follow-up visits. This is report one of three for this event.

Manufacturer narrative:
Although the screw was not returned, x-rays were provided; however, based on these images, there was no failure mode detected with the reported screw in the provided images. The lot number was not provided, so the manufacturing records could not be reviewed.